Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On an unknown date, the j tube had dislodged and the patient was admitted to the hospital with difficulty breathing and was diagnosed with a pleural effusion. It was reported that the patient was scheduled to have a possible replacement of both peg and peg/j tubing.